Event description:
It was reported that this implantable pacemaker recorded pacemaker mediated tachycardia (pmt) episodes. Moreover, patient was symptomatic and was experiencing chest pain, arm pain. The pmt episodes has been for a while already. Boston scientific technical service (ts) discussed option for retrograde conduction testing at different rates and then optimizing post ventricular atrial refractory period (pvarp). This device remains in service. No adverse patient effects were reported.